Event description:
It was reported that leakage from the upper portion of the infusion tube was observed when priming with fresh food after opening the package before use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.